Event description:
It was reported that there was no image on the left monitor of the 9600 system. A check of the system revealed that it was not producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and generator driver. Also identified the need to replace the x-ray regulator and image function pcb. According to the facility, the x-ray regulator and image function pcb will be replaced by a third party. No additional information at this time. If additional information becomes available, we will report.